Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reports patient allegations of pain, dysfunction, loss of range of motion, metal poisoning and metallosis. Subsequently, patient underwent a revision procedure on (B)(6) 2007. The head and acetabular cup were removed and replaced. It was further reported patient underwent a revision procedure on (B)(6) 2010 for an unknown reason. Review of invoice history indicates the head, acetabular cup and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s operative (op) notes reports patient underwent a left hip revision on (B)(6) 2007 due to pain following a slip. Revision op report notes a loose acetabular component, the presence of titanium-stained particles in the soft tissue, and a bloody-looking fluid, which tested negative for infection. Subsequently, op notes report patient underwent a left hip revision occurring (B)(6) 2010 due to instability. Revision op report notes the presence of pericapsular tissue, evidence of metal debris, fibrous lining, and osteophytes.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-00167 / -00169 and -02419).